Event description:
The patient was undergoing a high risk percutaneous coronary intervention (pci) procedure for a left anterior descending artery (lad) blockage. The procedure was being done with a diamondback 360 coro classic. During the procedure the patient experienced a perforation of the lad vessel. Subsequently, the patient underwent a prolonged resuscitation effort. Despite aggressive interventions the patient's health declined and the family withdrew care and patient expired later that day.